Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult removing the cds from the guide (cds caught onto the tip of the guide). The reported damaged gripper appears to be due to the clip caught on the tip of guide. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, flail, calcified posterior leaflet, and suboptimal trannseptal puncture. A mitraclip ntw was inserted and advanced to the left atrium (la), but due to a very anterior trajectory and suboptimal puncture, a decision was made to do another transseptal puncture for a better alignment of the device and remove the clip. However, while retracting the clip delivery system (cds) into the steerable guide catheter (sgc), the cds caught onto the tip of the sgc and resistance was encountered. The clip was removed from the patient, and it was observed that one of the grippers and one of the arms were damaged. Another clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.